Manufacturer narrative:
The event date is approximate.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for spinal pain. It was reported the patient had an MRI that caused them to have new pain. The patient said they had an MRI of the brain using a full body machine. The patient said the MRI was not related to their device or therapy. The patient said they were following the guidelines, but as the machine spun faster, it caused the patient to have a new pain. The MRI was stopped and determined it might have been how the magnet correlates to the implant. Patient services reviewed that since it is an MRI of the brain, they could try using the head coil machine instead of the fully body to prevent the implant from being inside the magnet. No further complications were reported/anticipated.